Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they were hospitalized on an unknown date due to diabetic ketoacidosis caused partially due to insulin pump not getting insulin and hyperglycemia. Customer¿s blood glucose level was unknown at the time of incident. Customer did not mention any treatment and symptoms related to high blood glucose level. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.